Event description:
It was reported by the patient that they have experienced a low level sensation coming from their implantable pulse generator (ipg) device due to interactions with their hearing aids. Follow-up with the clinic indicated that the patient has not been checked recently, and they are unaware of any interaction issue taking place. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.